Event description:
It was reported that intermittently the 9600 system will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the power supply (vdc) and reseated pcs and connectors. The system was tested and found to be working as intended and placed back into service.